Event description:
During a code, hands free paddles failed to discharge. The first shock using the paddles appeared to work. The second shock sent a large spark in the air with smoke. The patient did not appear burned. A new defibrillator was brought in and the patient was shocked with success. The biomedical engineering department was able to duplicate the reported scenario. The disposable electrodes have a mating connector that could be forced opposite to the designed direction, especially if the inner barrel of the connector is cracked during the manipulation of attempting to make the connection. The problem could occur with other philips model defibrillators which use the m3507a adapter cable to attach to single use defibrillation electrodes.